Manufacturer narrative:
One therapy cool flex catheter as returned for evaluation. The catheter met steering force and curve specifications. The catheter passed EKG noise level, pressure drop, ablation simulation, electrical continuity, and flow rate testing. The device met specifications prior to release from sjm manufacturing facilities as supported by the device history record. The cause of the pericardial effusion is unknown as the event could not be confirmed. Per the IFU, vascular perforation or dissection is an inherent risk of any electrode placement.

Event description:
During a ventricular outflow tract ablation procedure using a therapy cool flex ablation catheter, a pericardial effusion occurred. After the second application of rf energy, the patient became hypotensive. An echocardiogram revealed a pericardial effusion; however, no intervention was administered due to the small size of the effusion. The patient remained stable throughout and was under observation.